Event description:
The st. Jude medical representative reported that when the device was interrogated it displayed a battery voltage past end of service. The device was unable to be programmed off. A communication error displayed upon each programming attempt. The device was explanted and a magnet was placed during the surgery to suspend detection and therapy.